Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. Unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump passed the operating currents measurement, self-test, unexpected restart error test and displacement test. The motor passed the motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 400 mg/dl. The patient treated via insulin pump bolus. During troubleshooting the customer stated that the drive support cap was sticking out. The insulin pump will be returned for analysis.